Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection under magnification reveals that there are several nicks and cuts on the flutes of the reamer. Also, the cutting surfaces on the device are dull and not sharp. This complaint can be confirmed. No lot number was supplied which precludes conducting a manufacturing record evaluation. The probable root causes of this failure are repeated usage of the device drilling into a hard surface and during the sterilization process the devices are placed in a tray and they hit against each other and could cause the nicks that were observed. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during an acl procedure the surgeon found that the sales rep's restore full flute reamer 7mm, restore full flute reamer 7.5mm, restore full flute reamer 8mm, restore full flute reamer 8.5mm, restore full flute reamer 9mm, restore full flute reamer 9.5mm, and restore full flute reamer 10mm are all dull. The procedure was able to be completed with the devices with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information or lot numbers for the devices. The devices will be returning for evaluation.